Event description:
The customer reported that the unit did not start up on ac. There was no patient involvement.

Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The shorted d3 diode and the open d 37 diode on the power management pcba prevented the ventilator from powering on in ac.